Manufacturer narrative:
Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (heart disease, high operative risk, intestinal necrosis) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan associate, the patient suddenly experienced cardiopulmonary arrest on post-operative day (pod) 1, asystole during the night of pod 2, and passed away on pod 3, following a transaortic transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve. The tavr was completed with no issue, and the patient was extubated the same day, remaining hemodynamically stable. The patient was resuscitated, following sudden cardiopulmonary arrest, and achieved return of spontaneous circulation (rosc). Due to persistent hypotension, ECMO was initiated. Intracardiac hemorrhage due to sternal compressions necessitated open-chest hemostasis. By pod 2 morning, the blood pressure had stabilized, allowing for dialysis. However, by noon on pod 2, the patient's blood pressure dropped again. Despite increasing ECMO flow and administering vasopressors, there was no improvement. CT scans showed poor intestinal contrast and signs of cerebral infarction. Persistent high lactate levels suggested metabolic acidosis due to intestinal necrosis, prior to asystole and death. Per the physician, while circulation was maintainable, the progression of intestinal damage due to reduced blood flow to the intestines made it challenging to control acidosis, even with the implementation of dialysis.